Event description:
Dr was attempting to deploy a 5.0 x 20 express stent in the om graft. The guide a lcb would not cannulate the vessel and allow the stent to be advanced. So, dr removed the guide, wire and stent to replace the guide with an al2. At this time it was discovered the stent had come off the balloon. Fluoro unable to locate the stent within the body. A thorough search of the drapes and floor area was also made and no stent was found.